Event description:
Patient was diagnosed with a tmj disorder after wearing the byte aligners since (B)(6) 2023. Her chiropractor and dentist confirmed the injury. She noticed a difference in her jaw after only a few days of wearing the device. She switched the device and found the new device to have the same issue. After a few weeks, she started to get bad migraines, jaw aches, & episodes of lightheadedness. Her jaw shifted sideways as a result. She is currently using invisalign to correct the problem the byte aligners made. She contacted straight smiles llc who wanted her to sign a waiver to sue to begin the conversation regarding reimbursement.